Manufacturer narrative:
E1.initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, an unspecified number tubes had no labels. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: h6 imdrf annex b code: b15 - analysis of information provided by user/third party. H6 imdrf annex c code: c13 - operational problem identified. H6 imdrf annex d code: d15 - cause not established. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing product label was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing product label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing product label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, an unspecified number tubes had no labels. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, an unspecified number tubes had no labels. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected and no label issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.